Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was able to get the ins to recharge normally. Patient reports that stimulation is back on. No further in formation was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's battery went to sleep after 3 to 4 weeks of inactivity. The patient met with rep and woke battery up. Patient did not remember the date. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient's battery is not recharging. The rep had met with the patient and performed a device reset. It was unknown if the issue was resolved at the time of this report. No further complications were reported. No patient symptoms were reported.